Event description:
During preparation for use for a cardiopulmonary bypass procedure, the arterial monitoring module did not power on. The device was replaced, and the procedure concluded without incident. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.